Event description:
It was reported that the rods were breaking off the cartridge. No adverse consequences were reported.

Manufacturer narrative:
There were four blade cartridges associated with this complaint. The cartridges were returned for evaluation. It was visually confirmed that the cartridge rods were breaking off at the mount end. Measurements performed on the returned cartridges confirmed that the critical features conformed to specifications. The root cause of the breakages may potentially have been a faulty handpiece. It was not possible to determine the definitive root cause for the breakages.